Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: possible capsular contracture baker grade unknown or possible rupture with pain.

Event description:
Patient reported possible capsular contracture baker grade unknown or possible rupture with pain against left side. Physician reported "there is no evidence of a left side rupture and no baker grade level to assign to the left side capsular contraction. Physician later confirmed implant badly ruptured" observed during surgery. The device has been replaced.

Event description:
Patient reported possible capsular contracture baker grade unknown or possible rupture with pain against left side. Physician reported "there is no evidence of a left side rupture and no baker grade level to assign to the left side capsular contraction". Physician later confirmed "implant badly ruptured" observed during surgery. The device has been replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.